Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. On the initial visit, the cse replaced and aligned the sample 1 (s1) probe. The cse revisited and replaced the primary control assembly (pca). The cse then confirmed that the vertical coupling was broken and replaced the coupling and alignment arm. The quick check returned within specifications. Siemens concluded that the cause of the discordant result is the vertical motor and broken coupling. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high alpha-fetoprotein patient result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument. The repeated test result was reported, as the correct result, to the physician(s). The physician performed additional imaging and blood tests as a result of the diagnosis. There are no known reports of patient intervention or adverse health consequences due to the discordant result.